Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest. The patient stated that it might have been caused by use of a different laundry detergent. The patient's doctor advised her to remove the vest until the rash healed. The patient reported that the rash had healed and she continued use of the device.